Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed battery out limit, as well as other error alarms. The caller stated that the insulin pump had no power and a blank display. She replaced the battery, and she treated her high blood glucose reading of 23.7 mmol/l with a bolus. She also reported ketones of 0.7 units. She complained of headache, nausea, thirst, and urination. The caller was advised that the battery cap be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.